Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005:the patient underwent fusion surgery in which rh bmp-2/acs was implanted as per the operative notes: ¿a left-sided retroperitoneal approach was utilized, after the great vessels had been retracted, and additional clearing around the lowest mobile segment disc space was done. She had a complete en bloc discectomy performed. The end plates were curetted all the way back to the posterior longitudinal ligament. We ended up settling on a 13 mm spacer. This was filled with rhbmp-2/acs graft. The spreader was placed and this was impacted into place. Thereafter, a tension band plate from the synthes system, 22 mm by 5.0 self-tapping screws utilized under fluoroscopic guidance. The graft was packed and the wound closed in routine fashion.¿ the patient tolerated the procedure well without any intraoperative complications.